Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that their daughter had a sensor that was not working. Customer's blood glucose level was 600 mg/dl at the time of the incident. The customer got disconnected, attempted to contact but was unsuccessful. No further details were obtained.